Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight. The irritation was described as red and chaffing. The patient reported the garment was digging into the skin. The patient's sister reported the patient had bed sores. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Field services remeasured the patient and issued the patient larger garments. The patient's doctor prescribed a pain pill and advised the patient can remove the device if needed due to the irritation. The medical outcome is unknown. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight. The irritation was described as red and chaffing. The patient reported the garment was digging into the skin. The patient's sister reported the patient had bed sores. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Field services remeasured the patient and issued the patient larger garments. The patient's doctor prescribed a pain pill and advised the patient can remove the device if needed due to the irritation. The medical outcome is unknown.